Event description:
It was reported three to five days post op to a laparoscopic adjustable band procedure, the patient presented with an infected and unhealed port incision. As soon as the port infection was realized (within the first two weeks post surgically), the infection/wound was treated with antibiotics. The antibiotics were not effective; the wound did not heal/close, so the surgeon stopped administering antibiotics. Over the next several months, the port began to be "pushed out of the body" and eventually, the port became visible as it broke through the skin. The patient was a large male with a thin abdominal wall. There was no issue during the original port placement. The port was removed and a new one was placed three inches lower down in the abdomen. During the removal of the original port, the hooks were in the "fully deployed" position. Two out of the four hooks were still attached to fascia, while two were not attached. The surgeon reported that the patient's wound never healed completely (port incision wounds). Since the wounds never healed completely, the surgeon did not want to make adjustments. Even though patient never had an adjustment, patient lost around 100lbs. The port was replaced with a new port (lower and more lateral). The patient is doing well.

Manufacturer narrative:
Date sent: 8/26/2009. Device was not returned for evaluation.